Manufacturer narrative:
(B)(4). Batch # r58k8m. Device analysis: the analysis results showed that the cr40g reload was received with no apparent damage fully loaded with staples; the washer was uncut, the drivers and knife were recessed below the cartridge deck. The reload was tested for functionality with a test instrument and it fired, forming all staples and cutting as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5aj3y. Manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows a green cartridge from top view inside of a plastic bag. Also, it was noted several staples; some stuck on the anvil area and others inside of the bag. The staples observed were noted to have the proper b-formed shape. Based on the photo alone the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a low anterior resection, the professor tried to staple cr40g product. However, I felt that the stapler line was strange and confirmed that the b-shape of the staple line of the cr40g was not correct, so professor took out a new product and proceeded with the new stapling. Surgery was delayed 15 minutes. The procedure was successfully completed and there were no patient consequences reported.